Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 broken cubies were not reading, and the auxiliary 5.1 cubie drawer was not detected on the bus. A field service engineer reseated loose/partially seated drawer retractor cable, tightened the loose and dried controller board, tested it successfully, confirmed that the med station was fully operational, visually inspected, checked and secured all bus cable connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 4.1 broken cubies were not reading, and the auxiliary 5.1 cubie drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.